Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a non responsive buttons at times. Customer stated that unexplained no delivery alarms and insulin pump uses and insulin pump use more insulin to prime. Customer stated that did not hear alarm and insulin pump reservoir compartment was chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.